Event description:
Insert was placed in during time of implanting of acetabular shell. A trial reduction was performed. At time of implantation of stem it was noticed that the insert had scratches on it and was replaced.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damage involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: the insert had scratches at multiple locations on the articulating surface. These scratches likely occurred post-manufacturing. Explantation damage was also observed on the distal rim of the insert. The material analysis report concluded that: the insert had likely post-manufacturing scratches at multiple locations on the articulating surface. Explantation damage was also observed on the distal rim of the insert. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for the reported lot. Conclusions: the exact cause of the event could not be determined. It is likely that the scratches occurred post-manufacturing. Explantation damage was also observed on the distal rim of the insert. However, no material or manufacturing defects were observed on the device features examined.

Event description:
Insert was placed in during time of implanting of acetabular shell. A trial reduction was performed. At time of implantation of stem it was noticed that the insert had scratches on it and was replaced.